Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had leakage. The following information was provided by the initial reporter: 3 IV's leaked at j-loop on same patient, everything was double checked that it was tight, 2 lots involved - mp5303-c lot: 25095048 and 25095267, product was not saved extravasation and leak of IV during injection, new IV with extravasation and leak again. Third IV in another arm successful.